Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl and sensor glucose was 112 mg/dl at the time of the event, the difference is outside the acceptable range. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. The customer declined troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to having a mini stroke. While hospitalized, the customer experienced low blood glucose of 41 mg/dl. The customer was treated with food. The auto mode feature was active at the time of incident.